Event description:
It was reported that the pump declared an altitude alarm on december 8 and 9, 2025. There was no adverse impact to the customer's blood glucose level. The customer reloaded the original cartridge on both days and resumed insulin right before contacting technical support. After confirming with technical support and following provided instructions, including cleaning the speaker holes and waiting for the recommended time, the alarm did not recur. The customer acknowledged the tips for preventing altitude alarms, and the issue was resolved without needing a cartridge replacement.